Event description:
Procedure: total hip replacement. Drill bit broke in the acetabulum and was unable to be retrieved and thus left in patient. Surgeon was not happy that a broken part was left in patient although he did not think it is likely to migrate. As the surgeon could not retrieve the broken piece, he continued to complete the procedure.

Manufacturer narrative:
Examination of the reported device confirms the reported event of bit breakage. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.